Event description:
Surgeon was placing the balloon trocar for repair of laparoscopic inguinal hernia repair when the balloon broke inside the patient's abdomen. All pieces of the broken balloon were retrieved.